Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that when the system was turned on and they attempted to fluoro, a communication error was displayed which prevented the system from performing fluoroscopy x-ray and the monitor was white. There is no report of pt injury.